Event description:
According to the op report, this valve was explanted due to endocarditis and thrombus. At explant, "extensive" thrombus and vegetation were observed. There was "no evidence of any annular abscesses or fistula and there was no thrombus within the atrium unassociated with the valve". The valve was replaced with a sjm 29mj-501.